Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. During troubleshooting with tandem technical support the pump was reset. After performing the pump reset, the customer successfully started a new continuous glucose monitor (cgm) session.